Manufacturer narrative:
Received mw5187281 via email.

Event description:
Burn areas around right-side shoulder and neck. Also, right leg where prior surgery area where pins are due to coldness; skin water, open wound and then became a scar: pillow using burn mark and also the pad itself burned; still have it. Last used between 6 weeks -2 months ago.